Event description:
Customer reports that the lancet will not retract back into the lancet device. Customer reports that she accidentally punctured her finger. No treatment reported. Requested return of suspect device and replacement was sent.